Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 7752527, 510k # k082728 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fusion at c1-c2 due to cervical spondylotic myelopathy. Intra-op, after installing multi axial screw (mas) crosslink, when mas crosslink locking screw was finally tightened with straight hex driver shaft, the top of the mas crosslink set screw was threaded. The set screw was not removed, and the installation of the crosslink was given up. No patient complications were reported as a result of the event.